Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic, non-dependent patient presented to the clinic, non-sustained right ventricular oversensing episodes were observed. The oversensing episodes appear to be due to myopotential oversensing on the ventricular channel. Turning off the low frequency attenuation and performing a defibrillation threshold testing were recommended. No further information is available.